Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
**Update** 2/20/2013 - asr/supplemental information received. Medical records indicate cup loosening and metal hypersensitivity allergy. Medwatches have been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her left hip on or about (B)(6) 2007. In 2008 and thereafter, pt experienced hip pain and difficulty walking and sleeping. Additionally, it is alleged that pt's blood-work revealed excessive levels of cobalt and chromium. Pt had the left asr hip implant explanted on (B)(6) 2010.